Event description:
Report received from the USA stating that the device was "heating up and not holding the burr" during a ear, nose and throat (ent) surgery. There was no delay to the case as a spare device was readily available for use. There were no patient or user injuries reported. There was no medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.